Event description:
It was reported that during a percutaneous transluminal angioplasty procedure (pta), a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. The 20mm x 6.0mm sterling balloon catheter was advanced into the patient. Inflation was performed twice, first to 8atms for 60 sec, second to 12atms for 60 sec. During the third inflation, the balloon ruptured at 8atms. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).